Event description:
(B)(6) male requiring scheduled vascular procedure of right lower extremity. A scanlan vascular tunneling device was used to prepare the lower extremity for re-vascularization. A green cap on one end, used at the distal end, because dislodged while inserting through tissue and is highly suspected to be retained within the subcutaneous tissue. The radiopaque cap was not located using fluoroscopy or ultrasonography. No predicted change in length of stay or change in treatment plan at this time.